Event description:
It was reported that bd insyte autog bc leaks at catheter/hub junction. The following information was provided by the initial reporter: leaking where the catheter material attaches to the plastic catheter hub. Inserted by experienced users. Potential for "body fluid exposure to employee, need to change the line in patient as medications, fluids leak out from site".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a hole in the tubing was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard bc IV catheter was provided for investigation. A functional test revealed a leak from within the tip of the adapter. After removing the catheter adapter, a pinhole was found in the catheter tubing near the leading edge of the wedge. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.